Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found that there was a beeping sound coming from the m-cabinet. The fse connected an external monitor directly to the single board computer (sbc), the bios screen did not appear which confirmed the single board computer (sbc) need replacement. The cause of the single board computer (sbc) failure could not be conclusively determined by the supplier's part analysis however, the replacement of the single board computer (sbc) by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.